Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited syncope due to right ventricular (rv) lead fracture. The patient is in sinus bradycardia. Technical services (ts) was consulted and recommended reprogramming options. A s-ICD system was implanted to provide shock therapy, the ICD remains in service to provide right atrial (ra) lead pacing, concomitant systems implanted is considered off label use. This rv lead remains implanted. No additional adverse patient effects were reported.